Event description:
Customer reported they were hospitalized with a low blood glucose level of below 20mg/dl and hypothermia. Low bg cause was not known. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.